Event description:
During preparation for a procedure upon opening the packaging a white residue was seen on farawave catheter handle. The physician decided to replace the device and the issue was resolved. The procedure was completed without patient complications.

Manufacturer narrative:
Investigation summary: when the catheter was first received at boston scientific's post market laboratory it was visually inspected and white spots were noted on the catheter's handle. The marks were analyzed and found to be nitrogen from an unknown source. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of foreign material was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of quality control deficiency as the presence of the surface anomalies are a defect in the handle that impacts product quality.

Event description:
During preparation for a procedure upon opening the packaging a white residue was seen on farawave catheter handle. The physician decided to replace the device and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.